Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: b5, d8, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the preparation for a diagnostic esophagogastroduodenoscopy procedure. The intended procedure was completed using the same set of equipment.

Event description:
It was reported the xenon light source main lamp did not light up. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.